Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination found that the stent had detached from the device and was not returned for analysis. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found that the hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement occurred. The target lesion was located in the left coronary artery. A 3.00x12mm promus element¿ plus stent was advanced but was unable to cross the mid left coronary artery. The device was removed and a 6f guide catheter was advanced. The stent dislodged from the stent delivery system and fell on the procedure table. It was then noted that the stent was deformed. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement occurred. The target lesion was located in the left coronary artery. A 3.00x12mm promus element¿ plus stent was advanced but was unable to cross the mid left coronary artery. The device was removed and a 6f guide catheter was advanced. The stent dislodged from the stent delivery system and fell on the procedure table. It was then noted that the stent was deformed. No patient complications were reported.